Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device had a power on reset (por). The patient had just had radiation therapy. The device was reprogrammed back to previous settings. The device is still in use. No patient complications have been reported as a result of this event.